Event description:
Results on the ortho vision max ID-mts analyser software appear in an abnormal colour scheme with condition code flags in multiple columns. The most probable assignable cause is analyser related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. The result was rejected by the analyser. No biased result was reported to physician. No patient was harmed.

Manufacturer narrative:
Ortho investigation: during normal operation of the ortho vision analyzer, the camera imaging subsystem (cims) interfaces with a hardware camera to request and retrieve camera images for column grading and results interpretation. The camera software uses a first-in, first-out queuing system to take and return images to the cims software. Under an atypical software anomaly, a customer observed that images used for analysis of a test result did not come from the front and back sides of the same card. Ortho determined that the cims processed images out of synchronization (images captured earliest in sequence are placed at the top of the queue to be processed). As a result, image processing software utilized on the ortho vision analyzer may use mismatched front of card and back of card images for column grading and result interpretation. The most probable assignable cause is analyzer-related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. A communication (cl2022-243) was sent on (B)(6) 2022 and advised customers that until a software update is available, when the ortho vision analyzer posts a cims28, cims33, cims35, or a cims02 error code, to please abort all tests in-process, shut down the system and restart the analyzer. Restarting the analyzer will reset the software and resynchronize camera images to resolve the use of mismatched images. In addition, results generated around the time the error code was reported should be reviewed for concordance with known patient information, if available. The FDA was notified of this issue on (B)(6) 2022. Us FDA recall report number: (B)(4).